Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the insulation was damaged.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: shaft insulation cracked, compromised, broke, or breached (failed insulscan). The failure(s) identified in the investigation is consistent with the complaint record. The root cause is a crack on the insulation due to possible user misuse, improper sterilization methods, or normal wear. The device manufacture date is not known. Gtin:(B)(4).

Event description:
It was reported that the insulation was damaged.